Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the reported phenomenon and it was confirmed that only one side of the slit had a crack. After this confirmation, the condition of the subject device was no change. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation, omsc surmised its damage might have been occurred because the user has pushed the subject device in from directly over above without following the instruction manual, as well as evaluation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and confirmed the malfunction what the user reported. Based on the evaluation, its damage might have been occurred because the user has pushed the subject device in from directly over above without following the instruction manual. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the damage of the subject device just before use during the unspecified procedure. The user replaced to another similar device and completed the procedure. There was no patient injury associated with this report.